Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-02505. It was reported that the patient's leads had migrated and the patient experienced ineffective therapy. The issue was confirmed vai x-rays. Reprogramming was attempted but was unable to restore therapy. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the existing leads were explanted and replaced. Post-operatively, stimulation therapy was restored.